Manufacturer narrative:
Magellan's investigations have confirmed that extended incubation (ie overnight) of blood/treatment reagent mixtures at room temperature or incubation at high temperatures (ie, 60 c) improved test results for some blood specimens. Studies suggest the venous blood collection tube contributes to the low results as similar low results are not observed with capillary blood samples. Magellan is continuing investigations on to determine root cause of suppressed results with venous bloods. Current labeling indicates that venous samples should not be used on the leadcare system. Same device kit from customer could not be used. The lot 1404au materials were from magellan inventory. (B)(4). Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017.

Event description:
Blood/treatment reagent mixtures tested with leadcare ultra produce results at time t=0 that are lower than when the mixture is held and then tested at t=24, and t=48.